Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented with the right atrial lead exhibiting high capture thresholds. A fluroscopy was performed, the lead was dislodged. The lead could not be repositioned the lead was explanted and a new lead was successfully implanted. The patient was recovering normally.